Manufacturer narrative:
Zip code is not indicated at this time. Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the consumer did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following intraocular lens (iol) implant procedures in 2012, she experienced blurred vision in both eyes and cannot read signs. The patient indicated that neither corrective lens wear nor artificial tear use improve her blurred vision. The patient also reported having an unspecified laser procedure following the iol implant procedures. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the patient's left eye.